Event description:
An aus device was implanted on 4/10/96. The pump was revised on 6/3/96. The cuff was revised on 8/21/96. On 1/15/97 the cuff was removed from the pt, reason not indicated. Co has requested add'l info.